Event description:
The patient reported to philips that while using the dreamstation, the machine started to having a burning smell and a faint green light on the screen, then he unplugged to device and plugged it back in the next day and the machine did not work at all. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
In this report, sections b5, d1, d4 (serial # and UDI #), h4, and h6 (problem code, evaluation method code, and component code) were updated.

Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states the device was forcing air for the last couple of weeks. They plugged the device directly into the wall two days ago and noticed a little smoke coming from the humidifier, a burning smell from the device, a blinking device light, noise from the device, and a faint green light on the screen. The patient unplugged the device and plugged it back in the next day and the machine did not work at all. They mention that they did not put water in the humidifier when they noticed the smell, checked for loose connections, and tried using a different outlet. The device still showed "incorrect power supply" with the power button flashing green. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.